Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a skin irritation on (B)(6) 2014. Patient reported developing rash at sensor adhesion site after wearing sensor for 5 days. Patient stated this has been an ongoing issue for about a year. Patient sought medical intervention from a doctor, on (B)(6) 2014, and was prescribed a topical cream. No further medical intervention was required.

Manufacturer narrative:
(B)(4).